Event description:
It was reported impedance was high at 3400 ohms, and the lead appeared to be fractured. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Secure implantable tachy leadn it was reported impedance was high at 3400 ohms, and the lead appeared to be fractured. The lead was replaced. No patient complications were reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of.